Event description:
It was reported that prior to an unk procedure, the device tested was fine. The device was then placed in a plastic sac attached to the sterile field. The blade was in the pouch and the handle and activation buttons were outside (laying on the edge of the sac). The device was activating by itself on the max level. No one was standing on the pedal or squeezing the button. They tried to switch the "stand by" button but ID didn't work, so the scrub nurse took up the device from the sac and the activation stopped. During this activation, an assistant surgeon was burned (eritema, not medicated and not documented) on his genital organ. The generators at the hospital were checked by trained technicians without findings any wrongs. The hand piece that was used is still unk, and the single pt used device was thrown away. The procedure went on with another single use device from the same lot number without any further accidents.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the device was returned with the blade scratched and cracked. During functional testing, an error 5 was displayed and the blade tip broke off. The device did not activate on its own. When system is in ready mode, the generator sends a subtherapeutic pulse every one second to the tip of the handpiece to test off resonate frequencies. This is normal device function. When the device is either not torqued properly or placed where the active blade is in contact with another metal object, it causes a chirping or squeaking noise to be heard. This is caused by the subtherapeutic pulse slightly vibrating the blade and the metal and metal contact results in the squeaking or chirping noise. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. A possible cause of an error code 5 (instrument error) is blade damage. Blade damage may occur from external contact with metal or plastic pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.